Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0202381, medical device expiration date: 2025-09-30, device manufacture date: 2020-07-20, medical device lot #: 0363874, medical device expiration date: 2026-02-28, device manufacture date: 2020-12-28. Investigation summary: it was reported that needles have black debris and plastic on it. To aid in the investigation, six samples were received for evaluation by our quality team. A visual inspection was performed with a 10x magnifier lens and no defects or imperfections were observed. A device history record review was completed for provided material number 305180, lot numbers 0202381 and 0363874. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 5 bd¿ blunt fill needles experienced foreign matter on device cannula. The following information was provided by the initial reporter: health professional reported that 2 needles had a black debris and 3 needles had black debris and white plastic on and inside the needle that was observed during drawing medication.